Event description:
Pt has had pain in the hip. Dr unaware of what was causing it. Revision surgery resulted in the bearing surface being changed. A v40-c-taper sleeve was used because of damage to the v-40 trunnion on the accolade stem. The bearing surface was changed to a ceramic on ceramic articulation. Scratching was observed on the bearing surface of the trident liner that was removed.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as surgeon has requested explants. If add'l info becomes available, then it will be submitted in a supplemental report.